Manufacturer narrative:
The infinity acs workstation cc consists of two parts, the ventilating unit v500 and the displaying unit c500. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator v500, a local restart of the ventilation unit would be triggered. During this time (about 8 seconds) the emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. After a successful restart ventilation goes on as set. If the safety software detects a deviation concerning the cockpit c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. For the investigation the logfile was analyzed. It was found that on september 1, 2020 around 11 pm the ventilation unit as well as the displaying unit performed a warmstart. These warmstarts were triggered by the hardware watchdog. As per logfile after successful reboot the ventilation continued as set. An unusually long duration of almost 9 months without switching off the device was identified as the root cause of the warmstart. Such a long time without switching off is highly unusual, as the device has to be switched off and the plug has to be pulled out according to the instructions for accessories assembly / disassembly and reprocessing. The device reacted as specified on a detected a deviation and performed a warmstart with accompanying alarming. Since january 2017 four similar incidents occured worldwide, there is no similar incident in (B)(6). The number of devices with the same product platform in the worldwide market is about (B)(4). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Suddenly turned off while in use (shut down by itself) but with continous audible alarm, unit automatically turned on. That was on (B)(6) 2020. At 11:00pm. The machine was running on pressure support ventilation. No injury reported.